Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the soft cannula got dislodged, as the patient had trouble while insertion of the infusion set because of weak eye sight. No further information available.